Event description:
The customer reported less than one milliliter of fluid leaked from the rinse block involving the coulter® act diff 12 analyzer. The fluid was not contained within the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a pin hole in the probe wipe vacuum tubing and replaced the tubing to resolve the fluid leak issue. As preventative maintenance (pm), the fse replaced the white blood cell (wbc) and red blood cell (rbc) baths, pump tubing, pinch valve lv8, diluent filters, the aspiration probe and pinch valves lv1 through lv5. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the pin hole in the probe wipe vacuum tubing. Beckman coulter continues to track and trend any incident related to this issue.